Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed overestimation on a pacemaker. No changes or intervention were performed. There were no patient consequences.